Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that patient underwent a plif at l5-s1 using rhbmp-2/acs. It was reported that patient now suffers from chronic/severe pain, needle like pain, bone spur at l5-s1, radiculopathy, pain down ri ght/leg/calf/foot, and has had to undergo epidural injections for pain.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2009, patient present for a MRI of lumbar spine w/out contrast due to complaints of low back pain with numbness and tingling in both lower extremities. Per medical records ¿high field closed MRI lumbar spin non-contrast.¿ results indicate central disc herniation at l5-s1 presenting as a localized disc extrusion impinging upon the ventral epidural fat without thecal sac impingement. Dos (B)(6) 2009, patient presents for discogram with fluoroscopic guidance for needle placement. Per medical records l3-l4, l4-5 and l5-s1 were treated and monitored IV sedation with fentanyl and versed were used. Findings indicate the moderately degenerated l5-s1 disc with reproduction of typical pain and radiation to the right foot. Dos (B)(6) 2009, patient underwent posterior spinal fusion l5-s1 with tlif, posterior arthrodesis, l5-s1, posterior instrumentation of bilateral pedicle screws, l5-s1, posterior interbody biomechanical fusion device, l5-s1, right sided, use of local autograft for bone graft purposes and use of fluoroscopy. It was reported that a small portion of the infuse was already opened on the back table and then with local autograft and mastergraft wrapped inside and placed inside the cage. Also, a small portion of the infuse with mastergraft and autograft were placed from anterior to the cage. The cage was then placed and molded under direct visualization and checked with c-arm to be in good position. Dos (B)(6) 2009, patient presents for follow-up status post-op psf l5-s1 with tlif approximately 3 weeks ago with complaints of right lateral thigh numbness/tingling type sensation that appears to be worse with direct pressure, but does not radiate past the knee. Radiographs indicate lumbar (ap/lateral): good instrumentation placement of l5-s1 pedicle screws and tlif, no abnormalities noted. Dos (B)(6) 2009, patient presents for follow-up post-op psf l5-s1 with tlif. Per physical examination ¿radiographs indicate the lumbar (ap/lateral) show psf at l5-s1 with interbody device. Good overall alignment, no abnormalities.¿ dos (B)(6) 2009, patient presents for follow-up post-op spinal fusion l5-s1 dos (B)(6) 2009, patient presented for a fluoroscopic caudal epidural steroid injection dos (B)(6) 2009, patient presented for MRI of spine with and without contrast status post-op l5-s1 fusion with c/o pain extending down to right foot through calf and great toe. MRI results indicate ¿there is a probable small fluid collection anterior to the exiting right l5 nerve root at the exit foramina as well as some soft tissue in the exit foramina. Some of this may be related to post-op change from insertion of the disc spacer. It is possible that the small fluid filled density may impinge on the exiting right l5 nerve root. It may be worthwhile to perform a right l5 nerve root block or possibly perform a lumbar myelo-CT for further evaluation in this regard.¿ dos (B)(6) 2009, patient returns for f/u post-op spinal fusion of l5-s1 with right leg radiculopathy. Per medical records ¿he had a MRI with/without contrast and has presented for f/u.¿ MRI demonstrates l5-s1 posterior spinal fusion is well placed, no abnormalities. The interbody fusion devise is also noted as well. There is fluid signal around the right side l5 nerve root that is possibly suggestive of impingement of the l5 nerve as it exits foramina. Dos (B)(6) 2010, patient presents for MRI of lumbar spine with and without contrast which indicates ¿normal alignment, preserved lordosis, no spondylolisthesis, reactive endplate signal and mild spur at l5-s1, bilateral posterior rod and pedicle screw and interbody fusion at l5-s1 in satisfactory alignment, no residual or recurrent disc protrusion, annular l4-5 disc bulge without associated findings and no new abnormality or findings for acute process.¿ dos (B)(6) 2010, patient presents for MRI of lumbar spine w/out contrast. Findings indicate per record ¿status post l5-s1 fusion with mild posterior enhancing scar or granulation tissue, no residual or recurrent disc protrusion, annular l4-5 disc bulge without associated findings and no new abnormality or adverse change from prior study.¿ dos (B)(6) 2011 ,patient presents with complaints of severe exacerbation of pain in the low back. Dos (B)(6) 2011, patient presents with a chronic h/o low back pain for follow-up and evaluation. He complains of low back pain with ra diculopathy down lower back and severe pain in right lower extremities, shooting down the posterior right lower extremity. Per medical records ¿he also states that when he went to get out of his truck on (B)(6) 2011, he heard a pop in his neck that left his upper extremitynumb along with tingling.¿ dos (B)(6) 2011, patient present for follow-up post op posterior spinal fusion with tlif done with reports of improvement of both legs but prior dos states he is still having leg pain. Per medical records ¿MRI was done while the right leg symptoms were reported, but did not show any signs of abnormality. Clinically, his exam is very suggestive of lumbar radiculopathy which may be from initial level of surgery versus the adjacent level such as l4-5.¿ dos (B)(6) 2011, patient presents for CT of the lumbar spine with contrast which concludes solid interbody fusion at l5-s1, a bone spur with mild foraminal narrowing inferiorly on the right along with some prominence of the posterior longitudinal ligament centrally at l5-1 and facet overgrowth on the left l4-5. Dos (B)(6) 2011, patient present for follow-up post-op fusion and review of CT myelogram which indicates ¿ intact posterior instrumentation that is appropriately placed, interbody fusion device is also noted with good solid fusion, there is a bone spur noted along the inferior endplate at l5-s1 in the right lateral recess, there are no signs of direct compression of the l5 or s1 nerve root, and appears to be right in between the two of them and there is also facet arthropathy noted along the left side l4-5, but no signs of stenosis.¿

Manufacturer narrative:
(B)(6).

Event description:
On (B)(6) 2009, patient underwent following procedure: posterior arthrodesis, l5-s1; posterior instrumentation of bilateral pedicle screws, l5-s1; posterior interbody biomechanical fusion device, l5-s1, right sided; use of local autograft for bone graft purposes; use of intraoperative fluoroscopy; for pre-op diagnosis of: degenerative disc disease, l5-s1 with left leg radiculopathy. Per-op notes: ".. A small portion of rhbmp-2/acs was already opened at the back of table and then with local autograft and bone graft wrapped inside and placed inside the cage. Also, a small portion of rhbmp-2/acs with bone graft and autograft were placed anterior to the cage. The cage was then placed and moulded under direct visualization and checked with c-arm to be in good position.. The patient was seen on postoperative holding area and in stable condition, moving all four extremities..¿